Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo/video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vacuum assisted ultrasound guided breast biopsy procedure through normal tissue, the cutting blade of the needle allegedly broken inside patient's body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was returned for evaluation. One 10g encor biopsy probe and partial sample trap assembly were received for evaluation. Upon visual evaluation, the probe appeared to have residue throughout the sample trap chamber and cannula. The probe was received with protective tubing. The saline cap was not returned. The probe body was rotated to identify any cracks. No cracks were observed on the probe body. The probe gears appeared to be clean. It was observed that the aperture was received partially open. No damage was observed on the rear housing. However, an apparent foreign object was seen protruding from the distal end of the aperture, and it was noted to have dried tissue attached. Manual rotation of the cutter revealed damage on one side of the cutter however the needle assembly and cutter appeared to be intact. No other anomalies were identified. One electronic video was provided and reviewed. The video shows one encor needle with an unknown object protruding from the aperture. The aperture is closed and no other visual anomalies were noted. Therefore, the investigation is unconfirmed for the reported break as the returned probe needle assembly was inspected and found to be intact. However, the investigation is confirmed for the identified material deformation as damage was noted on the one side of the probe cutter. Rovided information is limited and unknown if patient had previous procedures, sutures, or surgical staples. Therefore, a definitive root cause for the reported needle break and identified material deformation issue could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a vacuum assisted ultrasound guided breast biopsy procedure through normal tissue. During the procedure, it was reported that the cutting blade of the needle allegedly broken inside patient's body. There was no reported patient injury.